Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011, alleging inaccurate erratic readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed by the patient. The patient mentioned that last year on (B)(6) 2010, the patient had tested his blood glucose and obtained the following readings: 330 mg/dl, 410 mg/dl and 530 mg/dl. Readings were taken less than 20 minutes from one another. Due to the alleged issue at an unspecified time later the patient began to sweat and passed out. Ems was contacted and the patient was treated with IV fluids. There is no information on what the patient's initial reading was on the paramedic's meter , how soon after the patient regained consciousness and whether or not the patient was taken to the ER. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how soon after testing the patient developed symptoms and whether the patient's diabetes regimen was changed. It would have also been helpful to know why the patient waited so long to contact lfs in regards to the inaccurate readings. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged erratic he later developed symptom suggestive of a serious injury and had to be treated by ems.